Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the right coronary artery (rca). The 3.0x12 mm nc trek balloon dilatation catheter (bdc) was advanced to the lesion without any resistance and inflated; however, during the first inflation, the balloon ruptured at 18 atmospheres (atm). The bdc was removed from the anatomy without any issues and the lesion was successfully treated with another 3.0x12 mm nc trek dbc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.